Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient had unrecoverable loss of antenna, passed threshold. There was no report of injury or medical intervention. No additional event or patient information is available.